Event description:
It was reported by service report that the footboard lid was cracked with exposed sharp edges. It is unk if there was pt involvement or if there was adverse consequences to report.

Manufacturer narrative:
Result: footboard lid.